Event description:
It was reported with the use of the bd q-syte luer access split-septum stand-alone device there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Received 2 q-syte units attached (bonded) to an extension set. A complaint history check and device history record review was not performed as the lot number is "unknown" for this complaint. Root cause for this incident is indeterminate. Unit 1: a definite source that contributed damage (septum pushed into adapter) could not be established, the evaluation of the septum pushed into adapter location revealed evidence of adhesive and septum deposits. This is an indication that a bond was provided during the manufacturing process. A failure mode associated with the returned sample did not indicate that manufacturing process introduced the damage observed. External forces most likely contributed to the damage observed. Unit 2: the unit did not display any adverse characteristics that would contribute to the defect the customer experienced. The failure could not be confirmed or reproduced in the laboratory. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd q-syte¿ luer access split-septum stand-alone device there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Received 2 q-syte units attached (bonded) to an extension set. A complaint history check and device history record review was not performed as the lot number is "unknown" for this complaint. Root cause for this incident is indeterminate. Unit 1: a definite source that contributed damage (septum pushed into adapter) could not be established, the evaluation of the septum pushed into adapter location revealed evidence of adhesive and septum deposits. This is an indication that a bond was provided during the manufacturing process. A failure mode associated with the returned sample did not indicate that manufacturing process introduced the damage observed. External forces most likely contributed to the damage observed. Unit 2: the unit did not display any adverse characteristics that would contribute to the defect the customer experienced. The failure could not be confirmed or reproduced in the laboratory. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported with the use of the bd q-syte luer access split-septum stand-alone device there was an issue with leakage. There was no report of injury or medical intervention.